Event description:
It was reported by repair work order that the nurse call system could be impacted by the nurse call cable was pulled out of the bed connector/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.